Manufacturer narrative:
Concomitant medical product: addr01 ipg, implanted: (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead was exhibiting high impedance, intermittent noise and ventricular high rate episodes were noted. The rv lead was confirmed to be fractured. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.